Event description:
It was reported that prior to an unknown procedure, it was found that the tip was bent when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.